Event description:
Infusion pump was set up with 40 ml bag of fentanyl solution and rate started at 3.54 ml/hr. Over the next 3 hours, the rate was manually decreased until the nurse noticed that the bag was virtually empty. The nurse calculated that there should have been over 31 ml remaining.the patient was on CPAP/ps ventilator support, so ventilator was changed to mandatory rr. Reversal medication (narcan) was given and observation continued. No other consequences occurred.upon inspection, the pump tested ok and its electronic event log agreed with reported settings. The log indicated a total of 9.97 ml delivered during the infusion time.three family members had been in the room, in addition to the nurse and a student nurse, during the time of the infusion. It is unknown what happened to the missing solution.